Event description:
A ceiling light fixture located above the MRI caught fire. The MRI team members depressed the MRI quench and power buttons in the MRI suite. Hospital staff from various areas responded to the MRI suite with fire extinguishers. The city firemen were allowed into the MRI suite area to fight the fire and remove the smoke. Firefighters were told that the magnet may not be quenched. Firefighters entered the MRI suite with their ax after shedding other metal equipment. A firefighter's tool was pulled into the bore of the MRI when the firefighter was approximately 3 feet away from the foot end of the MRI. There were no patients in the MRI when the fire occurred. Even though the quench button had been depressed, it was initially believed that the MRI unit maintained some magnetic field. Subsequently the MRI was ramped down to deactivate the magnetic field. The fire sprinklers did not activate; the heat was above the level of the sprinkler heads. No smoke detector is located in the MRI scan room due to the concern for rf interference. Further investigation determined that the MRI quench feature was operating properly. An electrical review of the quench button with logs verified that it was working. It appears that the staff did not fully engage the quench system by pressing the button fully. The button location may have made this quench process difficult, but there is another button that could have been pressed. The siemens MRI in this report is supposed to have an audible alarm once the quench is activated. An audible alarm was not heard during the quench process. Our phillips and ge MRI's do not have any audible alarm when the magnet is quenched. For philips and ge, staff would check the nitrogen and helium levels in equipment rooms to determine if the magnet is quenched. MRI education is being revised and will be offered to all radiology staff and select integrated service staff (housekeepers, plant operations, security). Hospital is working with other metro hospitals to create a metro-wide MRI safety policy and work with local fire departments in cities that we operate MRI's. The ax was removed from the bore of the MRI. The MRI was thoroughly assessed and experts determined that the equipment can be refurbished and extensively cleaned, with replacement of the couch. Manufacturer response (as per reporter) for MRI, siemens verio 3.0 t mrisiemens representatives were onsite after the fire and participated in the investigation of the cause of the fire, the testing of the quench button, provided documentation of training, and helped determine that the MRI can be refurbished.